Event description:
It was reported a revision surgery due to a broken locking compression posterolateral plate and a broken screw. The patient was originally treated for a distal humerus fracture. On an unknown date, the patient presented with pain and it was confirmed via x-ray the patient had a broken plate and broken screw. The plate was broken distally and the 3.0 mm headless compression screw (lag screw) was broken, which was outside the plate. The surgeon explanted all hardware which included one locking compression plate and six screws. Of the six screws, three were proximal screws, and three were distal screws (one being the headless compression screw located outside of the plate). The five screws in the plate were a combination of unknown 3.5 mm locking screws and unknown 2.7 mm locking screws. All hardware was removed easily without additional medical intervention. The surgeon re-plated the patient and surgery was successfully completed. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: reported as an unknown date about a year ago. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.